Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation and migration away from the lead body. Explant method: intravascular, superior, femoral. Technique/tools: direct traction, dotter basket/snare, sheath(s). No complications.